Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 322 alarm which was not reproduced. A review of the event history log identified multiple presence of system error 322. The reported condition verified. The cause was determined to be a failed lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.